Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (B)(6) was sent on 17 november 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in december 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report is number eight of eight supplemental MDR¿s for this event. Eight 3500a forms are being submitted for this event as eight devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd 513522.

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay control fluid and a patient sample when using three lots of vitros ipth reagents on two different vitros xt7600 integrated systems. A definitive assignable cause could not be determined. A vitros ipth performance issue cannot be completely ruled out as contributing to the event. Unacceptable results were obtained for three different reagent lots of vitros ipth using non-vitros biorad quality control fluid, however acceptable results were obtained using vitros ipth quality control fluids. An instrument related performance issue did not likely contribute to the event as the customer gave no indication of any instrument malfunction, and acceptable results were obtained using vitros qc fluids without performing any actions to the vitros xt7600 integrated systems. Although unexpected results were obtained using biorad qc fluid lot 64950, the customer indicated that alternate assays using the same fluid are running as expected. Therefore, an issue with the biorad qc fluid is not a likely contributor to the events. Sample handling and storage cannot be ruled out as a contributor to the lower than expected patient sample result obtained for patient 6. Continual tracking and trending indicates a potential performance issue with vitros ipth reagent lots 1610, 1621 and 1645. Ortho has initiated an investigation for lower than expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. Email address for contact office above is (B)(6).

Event description:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay control fluid and a patient sample when using three lots of vitros ipth reagents on two different vitros xt7600 integrated systems. Vitros ipth reagent lot 1610: biorad lot 64950 level 1 results of 17.11, 17.17, 17.15, 17.36, 17.55, 17.10, 16.95, 16.63, 17.23, 18.05, 17.55, 20.47, 16.19, 16.39, 17.46, 17.20, 17.96, 17.12, 18.43, and 17.71 pg/ml vs. The expected result of 30.12 pg/ml. Biorad lot 64950 level 2 results of 137.64, 134.51, 137.06, 139.24, 137.48, 139.82, 135.86, 133.27, 133.82, 132.78, 129.96, 140.67, 144.79, 143.99, 156.16, 126.59, 130.72, 142.72, 141.83, 145.05, 140.21, 144.22 and 163.54 pg/ml vs. The expected result of 235.75 pg/ml. Biorad lot 64950 level 3 result of 349.63 and 367.47 pg/ml vs. The expected result of 543.79 pg/ml. Patient sample 6 result of 217.70 pg/ml vs. The expected result of 327.90 pg/ml. Vitros ipth reagent lot 1621: biorad lot 64950 level 1 results of 16.71, 17.10, 16.78, and 17.00 pg/ml vs. The expected result of 30.12 pg/ml. Biorad lot 64950 level 2 results of 134.82, 133.78, 133.44, and 141.47 results of pg/ml vs. The expected result of 235.75 pg/ml. Vitros ipth reagent lot 1645: biorad lot 64920 level 1 result of 21.12 pg/ml vs. The expected result of 30.12 pg/ml. Biorad lot 64920 level 3 result of 367.76, 374.06 and 360.27 pg/ml vs. The expected result of 367.76 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth results obtained were not reported outside of the laboratory and there was no reported allegation of patient harm as a result of this event. This report is number eight of eight MDR¿s for this event. Eight 3500a forms are being submitted for this event as eight devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).